Manufacturer narrative:
The device was not returned for evaluation. The lot history records of the reported lot were reviewed and the manufacturing criteria were met prior to the release. Function test was performed to the bag during incoming material quality control and the result of sampling met the defined requirements. Each bag was 100% visually inspected at assembly operation prior to packaging stage, so any damages in the appearance would be identified and removed from the production. However, a potential cause of the break of the bag is attempt to remove the bag with specimen through an incision which is too small for the specimen size. It is stated in the IFU that "if the pocket with specimen cannot be removed, enlargement of the access site is recommended for easier removal". If additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
The user facility reported that during a laparoscopic bilateral salpingo-oophorectomy the sb534 mini endo pocket broke while trying to retrieve a specimen. It was reported that there was no tension on the bag when it broke. A second sb534 bag was used to attempt to complete the procedure. The procedure was completed with a 5-minute surgical delay and no patient injury was reported. Upon additional information gathered from the reporter, the patient did not need to stay in the hospital for any additional length of time due to this incident.